Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The medical facility employee stated that the sternal saw needed a repair since the guts were out of it. The employee found the unit on his desk broken. The unit was not used on a patient since the malfunction was observed before they used it. Diligence attempts for this complaint are still ongoing.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was damaged. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4).

Event description:
There was a delay in the procedure as a result of changing out the device for a back-up.

Event description:
Additional information indicated that the issue happened during a case. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on (B)(6) 2017: there sternal saw handpiece was not functional during the sternotomy and required a back-up to be used. Back-up saws are stored in the operating room area and typically takes about 2-3 minutes to get the saw to the operating room and prepared for use. This would delay the procedure by about 3 minutes. The case was completed successfully, without associated blood loss and no harm was observed.

Manufacturer narrative:
The reported issue was confirmed. Service repair technician (srt) observed shaft assembly part detached. The bearing on shaft assembly is faulty and does not rotate smoothly. The flex cable retaining ball bearing part is missing from shaft assembly. The srt did not perform functional test to the unit due to detached shaft assembly unable to couple with test flex cable. The shaft assembly will be replaced once materials are available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information indicated that the issue happened during pre cardiopulmonary bypass.